Event description:
It was reported that during routine follow-up, high pacing impedance and high threshold were observed. Insulation damage under the clavicle was seen on fluoroscopy. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.